Event description:
It was reported that t1 and t2 were stripped off at the same time when deployed t1. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No suture or ts remain on the insertion needle but were returned. Examination of the construct shows t1 is missing. The suture has been cut proximal to t1. T2 and the suture show no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.